Event description:
It was reported that; plate springbar broke.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The spring bar was visually confirmed to be fractured. Manufacturing files were reviewed and no anomalies were found. The probable root cause is not preparing the screw holes prior to implanting the screws.

Event description:
It was reported that; plate springbar broke.